Event description:
Healthcare professional reported left side textured to smooth exchange, and a left device rupture. Also reported "scattered simple cysts" which is not related to the device. The device remains implanted.

Manufacturer narrative:
Correction h6: f1905 should not have been reported since device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: textured to smooth exchange and rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange, and a left device rupture. Device has been explanted.